Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab), the pump displayed optical sensor failure alarm. The arterial waveform was no longer present. The customer had not used a flush system on the fluid lumen. The physician will be notified for an alternate arterial source. There as no reported injury to the patient.